Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the probe stopped cutting and there was aspiration. The procedure was completed after replacing the product with another. There was no patient harm.

Manufacturer narrative:
One probe was returned for no cutting. The probe complaint sample was visually examined and was deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The cut quality was poor. The probe was disassembled and the components inspected. There was approximately 90 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the slightly bent needle. Wear marks were present at the cutting edge and the inner cutter. According to the device history record review, the product was released based on the product¿s acceptance criteria. The root cause for poor cutting was due to its excessive use. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe was intended for one procedure only. It appeared that this probe was functioning properly for approximately 90 minutes before the probe was determined to have poor cutting. (B)(4).